Event description:
It was reported to philips that the device would reboot when the customer attempted to charge the paddles. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.